Manufacturer narrative:
Device evaluated by manufacturer: the returned complaint device consisted of a rotablator plus catheter. The sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed that the coil was separated 145.7cm from the handshake connection. The burr was missing. The coil was stretched, and the sheath was damaged at the distal end. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the tip of the burr detached from the catheter. A1.50mm peripheral rotalink plus was selected for use. During preparation, the tip of the burr came off and detached from the catheter. The procedure was completed with a different device. No patient complications reported.

Event description:
It was reported that the tip of the burr detached from the catheter. A1.50mm peripheral rotalink plus was selected for use. During preparation, the tip of the burr came off and detached from the catheter. The procedure was completed with a different device. No patient complications reported.